Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue could not be replicated in a testing environment. Additionally, it was observed that one gripper line was kinked. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported gripper actuation issue and observed kinked gripper line were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, two triclips were prepared as per IFU and both the devices failed to lower one of the grippers. Troubleshooting was performed, gripper worked eventually. However, during leaflet grasping, again gripper failed to lower. Gripper functioned only after additional troubleshooting attempts and two triclips were implanted. Another triclip was also implanted. All steps were performed as per IFU. The final tr was grade 2. There were no adverse patient effects or clinically significant delays reported.